Event description:
The customer reported to philips healthcare that the heartstart xl would not discharge and displayed a failed external paddle message. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.